Manufacturer narrative:
Additional devices listed in this report: cat#: 6570-0-536, description: delta v-40 ceramic head 36/+2,5, lot#: 5167708. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient underwent revision hip surgery for an infected hip. The dr. Replaced the femoral head and the poly liner.

Manufacturer narrative:
An event regarding infection involving a trident x3 elevated rim 36mm ID was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient underwent revision hip surgery for an infected hip. The dr. Replaced the femoral head and the poly liner.